Event description:
Related manufacturer reference number: 1627487-2019-07115. It was reported that patient experienced discomfort. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced. It is unknown lead was associated with the discomfort and both leads will be reported.